Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that there was poor telemetry or no telemetry with recharging. The patient reported that they were pregnant and was not using the device for at least a year while pregnant. The patient reported that they tried to charge, and it won't respond. The device was not charging due to non-compliance or failure to charge for a year. The patient reported that they contacted the rep but didn't get a response. The patient reported that the wait time was very long. On (B)(6) 2017, the patient reported that they ended up removing the device. The patient reported that they made the decision to remove the device because they had difficulties getting any assistance.